Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19103. It was reported the patient lost stimulation coverage due to the scs system auto-reducing. The sjm representative attempted reprogramming but was unsuccessful due to impedance issues. The patient will see the physician as the next course of action.